Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they experienced the hypoglycemia. Customer¿s blood glucose level was 50 mg/dl. The customer was treated with the food. The customer offered the troubleshoot for the low blood glucose. The customer stated that insulin pump had low battery alert. The insulin pump will not be returned for analysis.